Event description:
It was reported that this right atrial (ra) lead had dislodged. It was believed that this was related to twiddler's syndrome. This lead was explanted and replaced with a different ra lead was successfully implanted. No additional patient adverse effects were reported. This lead was discarded, therefore will not be evaluated by boston scientific.